Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number: 2017865-2021-20208. It was reported that the patient presented remotely. Review of the transmission revealed noise on both the right ventricular (rv) and right atrial (ra) leads. During lead revision procedure, insulation breach was noted on the leads. The leads were explanted and replaced on (B)(6) 2021. The patient was ins stable condition throughout.